Event description:
Rec'd a complaint that a customer used insulin syringe to inject hcg hormone subcutaneously into abdomen. After injection, needle broke off and remained in the injection site.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).